Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 4317773. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Event description:
In a patient with an existing venous access in the right upper limb and an ongoing infusion, an emergency CT angiography was performed. At the end of the examination, the vessels were found to be non-opacified with contrast medium leaking. A new vascular implant was then placed. Was there an impact on the patient (serious injuries, medical intervention, need to change treatment)? The damage detected was an "extravasation" of the md c treated in the intensive care unit where the patient was tag.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.